Event description:
(B)(4). It was reported by the australian affiliate that the 3gtqsp power wheelchair left motor and gearbox had a mechanical squeezing sound as a result of both axles were broken, was hitting each other, and scratching the track on top of the motor and gearbox axles. There was no patient injury reported.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model 3gtqsp, serial number/date code (B)(4) is approximately eight months old. The owner's manual part number 1134791 rev. G (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.